Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected. It was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. The issue allegedly had occurred with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/07/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box showed replace battery alarms on two rewind attempts a day after the event date. On investigation, moisture was observed behind the display. The pump powered up without the vibratory feature. The electrical current draws were within specifications. The pump gave replace battery alarms on rewind/load attempts. The evaluation was unable to complete the remaining testing due to internal moisture corrosions. The investigation was unable to full investigate the reported battery life issue due to internal moisture contamination and the alarms.